Manufacturer narrative:
The reported field event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a power on reset (por). After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, and pacing output functions of the device were tested and found to be normal. During high voltage testing, the device went into backup operation. However the failure mode was lost subsequently and could not be reproduced. The cause of the reported event could not be determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review it was discovered that the implantable cardioverter defibrillator was found in backup operation. It was noted that the patient's presenting rhythm was 67.5ppm vvi paced with hv therapy disabled. The device was explanted and replaced. The patient was in stable condition.